Manufacturer narrative:
During routine preventive maintenance (pm) testing of an infusion pump the device failed the flowrate test with a deviation of (B)(4). A device history record (DHR) review showed no similar complaints reported. The failure mode is confirmed; root cause is the device was out of calibration. CAPA-15 has been initiated to investigate the failure. Reference to complaint #(B)(4).

Event description:
During routine preventive maintenance (pm) testing of an infusion pump the device failed the flowrate test with a deviation of (B)(4). No patient involvement.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. CAPA-zm2023-07-has been initiated to investigate the occlusion failure. Reference to complaint #(B)(4).

Manufacturer narrative:
This supplement serves as a correction. CAPA zm2023-07 has been initiated to investigate the flow rate failure. Reference to complaint # (B)(4).